Manufacturer narrative:
The user telephoned the manufacturer's technical support personnel, who determined that the malfunction was caused by a loose cable connecting to the viewing monitor. The system was reportedly working normally following reconnection by the user; therefore no further analysis was performed and return of the device was not necessary.

Event description:
It was reported that the image was lost on the middle screen of the viewing monitor during an endoscopy case. The case was completed in this condition and no adverse health effects to the patient resulted.